Event description:
(B)(6) 2006 ob/gyn implanted tvt device for incontinence. Immediately after I suffered pain in right groin area, right thigh, right buttocks and right lower quadrant of back and lower intestinal area, I was treated with antibiotics and told it was not the tvt implant causing the pain. I have had continuous pain since (B)(6) 2006 until present. Continuous pain in right lower back, groin, buttock and have had 2 "failed" laminectomies based on MRI showing disc degeneration. I had been to 4 different doctors who could not "diagnose" where pain was coming from, so neurologist proposed that surgery on my "back" would repair damage to disc and no more pain. These surgeries failed because as I have always believed it's nerve pain in groin area radiating across right thigh, buttocks and lower right intestinal area. I have kidney damage, sexual dysfunction because of painful intercourse, depression because of constant pain sitting or standing more than 30 minutes. Doctors did not have grasp on tvt issues, nor were they willing to tack to or about another doctor's diagnosis. I have documentation asserting to these facts. Problem ob/gyn did not see relationship to surgery even though pain started 6 or less after surgery. Went to (B)(6) for 10 day trip celebrating 25 year anniversary and did not even visit beach I was confined to my hotel room and wheelchair accessible because pain so severe I could not walk, nor could I have sexual intercourse with husband. I have severe pain whenever trying to have intercourse for 11 years nerve pain. I have been disabled since 2009 because of pain radiating from groin through buttocks and inner thigh.